Event description:
Event description guidant received information that this device was found to be just above the elective replacement indicator with <0.5 years remaining. Six months prior the device had a beginning of life (bol) gas gauge with 4 years remaining estimated longevity. The programmed output and the pacing percentages were relatively low. A hex dump of the device memory was performed and evaluated by an engineer. The device was found to have accurate charge time measurements and the expected longevity of <0.5 years was correct. It was suspected that the previous reading was inaccurate due to the atrial tachy response (atr) mode charge time measurements. The field representative reported that the patient had atr mode changes last year. A technical service consultant discussed the new software version that fixed this issue.